Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during fill two of three. The hp had disconnected from the hc and then reconnected, causing the error. The technical service representative (tsr) had the hp close all clamps, cycle power, and end therapy. The tsr assisted the hp in disconnecting using aseptic technique and removing the cassette. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting during use is a known cause of this type of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.